Event description:
It was reported that upon a normal in-clinic device interrogation, fracture and high, out of range impedance were observed. The lead was capped and replaced on (B)(6) 2017. The patient was fine before, during, and after implantation of the new rv lead.